Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: liner fully expanded. Distal tip opened but torn. Axial, radial and slant score lines present at the intended location. Stretching material at the tip score lines. Scratches noted along the sheath shaft. No kink on the esheath. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). The reported event for difficulty advancing through sheath has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that procedural factors (steep insertion angle) likely contributed to the event as reported information indicated that the esheath was inserted at a steep angle. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage or secondary failures on the sheath or delivery system. This complaint falls within the scope of a CAPA. The CAPA was opened to further investigate potential contributing factors to the tip tear events, which is currently in the investigation phase. The reported event for distal tip torn was confirmed, based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment and/or by other manufacturing-related factors being investigated in the CAPA. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles (esheath was inserted at a steep angle), may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a sapien 3 ultra transcatheter heart valve, there was difficulty advancing the commander delivery system through the esheath+, and the esheath+ kinked. The valve was implanted in the intended position. However, upon withdrawal of the devices, resistance was felt, and the esheath+ tip tore. No actions were taken, and the patient was in stable condition post-procedure.